Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the anterior vitreous probe would not cut during an eye procedure. The product was replaced and the procedure was completed. It is unknown if there was any patient harm as a result of the reported event. Additional information and product sample have been requested from the reporter, however, no updates have been received.

Manufacturer narrative:
The final customer lot was identified and a device history record review for the lot was conducted. According to the device history record review there were no anomalies found. Functional evaluation was performed and determined the probe to cut properly. Further sample evaluation indicated the function of the probe to intermittently actuate therefore it was deemed as actuation failure. The probe was disassembled and the components inspected. There was very little resistance felt when removing the inner cutter from the needle. The cutter edge had approximately 0 minutes of wear when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Component evaluation revealed an adhesive on the inner cutter at the area where the cutter meets the base of the outer needle. The product sample evaluation does confirm the probe did not function properly. The root cause for the poor probe performance was due to incorrect adhesive application on the inner cutter surface. It is possible that excess adhesive from the components during assembly had been inadvertently transferred to the incorrect section of the inner cutter. The presence of adhesive on this section of the inner cutter was interfering with free-motion as the cutter slides along the inside surface of the outer needle. The complaint evaluation does confirm the probe did not function properly. The root cause for the poor probe performance was due to incorrect adhesive application on the inner cutter surface. It is possible that excess adhesive from the components during assembly had been inadvertently transferred to the incorrect section of the inner cutter. The presence of adhesive on this section of the inner cutter was interfering with free-motion as the cutter slides along the inside surface of the outer needle. Because this excess adhesive is close to the base of the outer needle, the adhesive would adhere to the inside walls of the needle and cause the intermittent actuation failure which was observed by the complainant as "cutter would not cut" or the cutter does not move. When the cutter was actuated, the cutting edges did cut tissue properly. (B)(4).